Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini cubie release bars were either broken or jammed and needed to be replaced. A field service engineer found that the drawer 1 mini drawer's bottom two rows were unable to release with the sliding bar. The field service engineer loosened the screws, but it was still difficult and replaced both release bars on the bottom two rows to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es mini cubie release bars had broken. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.